Event description:
New information was received that the device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of non-sustained oversensing resulting in some inappropriate automatic mode switch noted on the right atrial (ra) lead. Technical supported recommended reprogramming; however, no intervention was performed to resolve the event and the patient was in stable condition.